Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the third-party service center, an issue related to the device's external flow sensor was observed. The device's external flow sensor needs replaced and the device's software needs reloaded to address the issue.